Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, and prime tests. The pump was received stuck in a motor error alarm loop during the bolus delivery, and another error alarm was present in the alarm history. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error while in the prime sequence. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could led to the motor error alarm. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.